Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found on the returned implants which could be responsible of the event. The exact cause of the setscrews loosening (and not broken as described in the event) cannot be determined with the provided information. No deviation or no non-conformance to specifications was recorded for the mas with these lot numbers.

Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. At an unknown time post-op, the patient presented with pain and it was discovered that 3 set screws were broken and 1 was loose/backed out. A revision was done to remove the broken screws. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.